Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the all buttons not responding. The customer also stated that time was advancing. The customer stated that they stuck on missed bolus already tried two batteries, still not responding tried pressing escape, act, did not clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.